Event description:
It was reported the patient had an ams advance sling implanted on (B)(6) 2019. The patient was implanted with an artificial urinary sphincter on (B)(6) 2020 due to recurring incontinence.